Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: events abnormal vaginal bleeding, menorrhagia, dyspareunia, vaginal infection, depression, mental anguish, essure confirmation test not done added. Reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual, intercourse)"), 4 years 6 months after insertion of essure. In december 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abnormal bleeding, most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received-outcome of abnormal bleeding , vaginal infection updated to recovered / resolved based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.